Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error 3 indicating a power error. Identification of issue has been done by analyzing problem description, service report and attached photo. There was no patient harm. According to the information provided by the technician, the monitoring printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition. Monitoring printed circuit board handles all supervision and alarms in the system. Damaged printed circuit boards can cause various technical errors, although the monitoring printed circuit board is not normally related to the reported technical error code. In general, if an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).